Event description:
The distributor reported to olympus that the endoeye flex deflectable videoscope had fog when used for a while. Complete field of vision, upon evaluation, due to damage on charged coupled device (ccd) unit, foggy image occurs. No death, injury or harm was reported to olympus. There was no patient or procedure involvement as event was found at preparation for use. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The following finding was also noted during device evaluation: bending section cover has a scratch. Based on the results of the investigation, it is likely that the following led to the malfunction: the device evaluation found that although damage of image sensor unit is considered cause of the blurry image, could not presume cause of the damage. A definitive root cause cannot be identified. A device history review revealed that the subject device was shipped in accordance with the specifications. The subject device had no nonconformity at manufacturing. This issue is addressed in the instructions for use (IFU): inspection of the endoscopic image olympus will continue to monitor the field performance of this device.